Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the accu-chek spirit pump is missing half of the display screen such that he can only see the top half of the basal rate. No adverse event was reported. A request was made for the return of the device.